Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for explanted device history records were reviewed and found to be conforming. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported, that pt had left and right hip replacements in (B)(6) and (B)(6) 2007 respectively. Scans have identified an organized build-up of complex fluid around the right hip joint, with debris and inflammation which is now affecting the bone. In addition, tests show industrial levels of chromium ions in the pt's blood. There are some sign that the same symptoms are developing on the left hip joint. A revision surgery is scheduled for the right hip joint.